Event description:
Reporting status: malfunction, reporting rationale: stent dislodgement has previously caused or contributed to patient injury, device issue: stent dislodgement. It was reported that when the protective sheath was removed, the stent fell off. The assistent physician commented that he might have used some force during the removal of the sheath. No add'l event or patient info is available.

Manufacturer narrative:
Quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was dislodged from the sds. The stent implant was returned in the protective sheath. The first row of proximal struts were stretched while attempting to pull out the stent implant from the protective sheath. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were three kinks in the hypotube 19 cm, 52 cm, and 102 cm distal to the strain relief tubing. There was no other damage noted to the sds. A laser micrometer was used to measure that stent implant outer diameters proximal, middle and distal. The proximal and middle outer diameters were oversized. A pin gauge as used to measure the flared end of the sheath which was found to be within specification. Product performance engineering reviewed the incident information and the analysis of the returned device. It was reported that when the protective sheath was removed. The stent also fell off. It was commented by the assistant physician that it was possible he may have pulled on the sheath with some force. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. The sds was returned without any blood or contrast visible, with the stent dislodged and in the protective sheath. There were crimp marks on the tightly folded balloon between the markers suggesting that the stent was originally positioned correctly and securely at the time of MFR. The stent implant proximal and middle outer diameters were oversized; however, because stent outer diameter is verified 100% at the time of MFR, and units in this lot were all within the required specification, this oversizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. The inner diameter of the protective sheath was measured and found within specification. There are no mfg related quality issues found with the device. Based on the case description, and the analysis of the returned device, it appears that the cause of the reported discrepancy is mishandling during prep of the device. Analysis of the returned device also found three kinks in the hypotube shaft. Since there is no mention of this damage in the incident report, it likely occurred as a result of handling the device during packing for shipment back to abbott vascular for analysis. It does not appear that the kinks are related to or contributed to the reported stent dislodgement. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.